Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed a pump stop event due to a driveline disconnect. Evaluation of the submitted log files confirmed a driveline disconnect and left ventricular assist device (lvad) off alarm on (B)(6) 2024. The pump resumed normal operation after the driveline was reconnected. No other notable data was captured. The pump appeared to operate as intended at the fixed speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported log files were sent for analysis and captured a driveline disconnect, left ventricular assist device (lvad) off on (B)(6) 2024 from 12:57:11 to 12:58:29. The pump resumed normal operation following the pump stop event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.